Event description:
A medtronic representative received a report from a site that their long open spine clamp had a stripped screw. No further details regarding the damage, or how it occurred, were provided. Replacement instrument requested. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the site canceled the replacement open spine clamp as they have a second device. No parts have been returned to manufacturer for analysis.